Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: leibold, a, weyhenmeyer, j, lee, a, simultaneous explantation and implantation of intrathecal pumps: a case series. Journal of neurosurgery. Published online, april 12, 2018. Doi: 10.3171/2019.1.jns18919. Please note that this date is based off the date of publication as the actual event date was not provided. It was not possible to match this event with any previously reported event. Per FDA draft guidance july 9 2013 these events are reported on one MDR due to no patient identifier. Concomitant medical products: product ID: neu_unknown_cat,h serial# unknown, product type: catheter; product ID: neu_ unknown_pump, serial# unknown, product type: pump; product ID: neu_unknown_cath, serial# unknown, product type: catheter; product ID: neu_unknown_pump, serial# unknown, product type: pump. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown; product ID: neu_unknown_cath, serial/lot #: unknown; product ID: neu_unknown_pump, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: the authors conducted a retrospective analysis of cases of infected iddds in which patients underwent simultaneous explantation of the infected pump and implantation of a new pump. Demographics and clinical data were collected. Reported events: event 1 (pli 10 & 20): it was reported that the (B)(6) year old male patient (patient 10 in table 1) experienced a postoperative complication of cerebrospinal fluid (csf ) leak and returned to the operating room (or) 122 days after the turner switch (ts) procedure. No csf leak was found on imaging and the patient did not have a csf leak pre-ts procedure, but one was found when they were taken to the or 122 days after the ts procedure. The patient was taken to the or due to high-suspicion of a csf leak (based on prior experiences with the patient) and a non-functional baclofen system. The catheter was replaced to ensure the system was working correctly. The authors further reported that, as the csf leak presented 122 days later, it was therefore unlikely to be procedure-related.     Event 2 (pli 30 & 40): it was reported that a (B)(6) year old female patient (patient 15 in table 1) experienced post-ts procedure infection, however, it was further reported that no patient had experienced infection of the new pump or catheter. However, the authors did indicate that it was reasonable to consider that creating a new defect in the dura without allowing the defect from removal of the infected catheter to heal may increase the risk for csf leak. This patient had a persistent csf leak which required blood patches at days 5, 9, 49, and 79 post-ts procedure, infection at the old pump site, catheter revision to repair the csf leak, incision and drainage of the infection, and laminectomy with tisseel repair of the dural defect. The authors further report that it was hard for them to conclude whether the infection was due to residual infection from the original device, from subsequent blood patch procedures, or from chronic csf leak issues which made infection more likely. Further information indicated that the patient's infection had tracked from the anterior pump pocket back to the catheter insertion site and treatment of the csf leak was compounded with inf ection in that case. The authors believed the infections were not a failure of the ts procedure.